Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 26 units of insulin had been delivered. There was no impact to the customer's blood glucose level. Reportedly, the customer typically only uses 16 units of insulin to complete the fill tubing process. During troubleshooting with tandem technical support, the luer lock was disconnected and drops of insulin were observed. The customer replaced the infusion set tubing twice and observed insulin exit the tubing. Replacement infusion sets were sent to the customer.